Manufacturer narrative:
A video of the point-merge registration was received and reviewed by a technical service specialist. The technical service specialist reported both ventricles appear to be within the 1 mm green sphere of accuracy. The medtronic representative reported that it is believed the registration error metric was 1.0. The instructions for use that accompany this device contain warnings and instructions regarding movement of the reference frame: " warning: do not bump or reposition the patient reference after registration. Movement of the patient reference will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must re-register." A medtronic representative performed a navigation system check-out, all areas passed. The reported issue could not be replicated.

Event description:
A medtronic representative reported that during a shunt placement procedure the surgeon alleged the navigation system was inaccurate. The shunt placement was reported to be approximately 1 cm off on the contralateral side from intended placement. The surgeon opted to leave the catheter in the contra-lateral ventricle instead of re-placing it. The surgeon communicated to a medtronic representative that it was believed the reference frame may have moved when the site went sterile. A medtronic representative, following up with the site, reported that they surgeon did get csf flow and there was no negative impact on the patient's outcome due to this issue.